Manufacturer narrative:
Age at time of event: 18 year or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mild tortuous and moderately calcified right superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported.